Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 56-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), hemolysis was noted. Position was verified, and the pigtail appeared trapped in the mitral apparatus. Repositioning attempts were unsuccessful. Labs were hemolyzed and the creatinine elevated. Lactate dehydrogenase (ldh) was 2,091. It was reported that the patient was under supported with the cp. Plans to escalate to impella 5.5. While on support, the device functioned as intended at p-7 at 3.2 l/min with d5w sodium bicarbonate in the purge solution. After 10 hours on support, the impella was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The reported hemolysis can be attributed to the patient's clinical presentation of decompensated cardiomyopathy and/or the potential malposition of the device trapped in the mitral apparatus.